Event description:
It was reported that farawave catheter was selected for use. It has been mentioned that patient was fine before and during the procedure. After the procedure, the patient had some complications and was sent to CT and received lab work and dialysis. It was found out that patients kidney function had plummeted and the level of hemolysis was high. The patient was admitted for dialysis. Device is not expected to return as disposed. It was further reported that the patient have been discharged. The patient did not had previous kidney issues

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.